Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet was offline. A technical support specialist (tss) guided the customer to power on the screen using the button at the bottom, after which the display turned on normally. The tss then assisted the user in restoring power to the drawers using the rear switch, reloading the application, and confirming that the drawers were back online and user login was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was powered off and the screen was dark. However, there were no delays, adverse events or injuries reported based on this event.